Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that the pump malfunctioned mid infusion - error code on screen: 255-16-275. Patient was on an amloderone infusion. Without warning, pump malfunctioned and stopped infusing. Although requested, there has been no impact to patient response or additional event information made available to date, however; it was confirmed that there was no user harm.

Manufacturer narrative:
This investigation has confirmed the reported issue via the pcu event and error logs. An external inspection did not identify any damage or deficiencies. A review of the pcu error log identified 11 x malfunction code 800.8000 all having occurred on (B)(6) 2019 11:28:58. A review of the pcu event log identified that on (B)(6) 2019 11:28:57 a guardrails infusion was restarted with pump module sn: (B)(6) (in position b) at 20.0ml/h following a downstream occlusion alarm, however there were no following event log entries (including a power off) prior to the pcu being repowered on 25-nov-2019 10:18:56. A syringe module sn: (B)(6) was also attached to the pcu (in position a), however the channel was not selected during this period. The photograph provided by the customer identified the error as channel b with a remaining vtbi of 55.8ml. When this infusion was restarted on (B)(6) 2019 11:16:06 the primary volume infused = 1917.52ml and the remaining vtbi = 58.932ml. Immediately prior to the error 255-16-275 the infusion was restarted at 11:28:56 and the primary volume infused = 1920.64ml. Therefore 3.12ml had been infused during this period and the remaining vtbi can be calculated 58.932ml minus 3.12ml = 55.812ml, which corresponds with the photograph and further confirms the issue between the pcu and pump module sn: (B)(6). The pcu event log key presses identified during the infusion prior to the error 255-16-275 were replicated multiple times, however the error was not reproduced. An internal inspection did not identify any ingress, damage or deficiencies. Using the alaris system maintenance (asm) software, functional testing was performed and all results were within specification. With a test pump module attached to the pcu a continuous infusion for >48 hours was completed failure free. The device history record was reviewed at the manufacturing facility and it did not identify any manufacturing issues during production build for the pcu or pump module. The service database review did not identify any bd service repair history for the pcu or pump module. Although the failure mode could not be reproduced during this investigation, previous reports for this issue have been attributed to a software issue where a synchronisation failure exists between the pcu and pump module.

Event description:
The reported feedback suggests that the pump malfunctioned mid infusion - error code on screen: 255-16-275. Patient was on an amloderone infusion. Without warning, pump malfunctioned and stopped infusing. Although requested, there has been no impact to patient response or additional event information made available to date, however; it was confirmed that there was no user harm.